Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause was the ca board was thermally damaged. The root cause of the thermally damaged ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.